Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device had an audible leakage and spontaneous loss of volume right after the intubation. There was no patient harm.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation and was received outside its pouch. Visual inspection found the cuff is torn, two tears were measured 0.4820 and 0.4575 inches. Functional testing noted that an inflation and deflation test was performed. Air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds. It was reported that the cuff of the device had an audible leakage and spontaneous loss of volume right after the intubation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device had an audible leakage and spontaneous loss of volume right after the intubation. The patient had a replacement of the tube with no harm.